Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, no resistance was noted however, the balloon dog boned, and appeared to have resistance opening the inflow portion of the valve. The deployment was slow because of this and a lot of forward pressure was applied to prevent embolization of the valve. The valve was fully deployed and the leaflets are functioning normally. The patient is stable.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: during deployment, the balloon was observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal shoulder start to inflate. Full expansion was achieved at the end of deployment. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the balloon dog boned, and appeared to have resistance opening the inflow portion of the valve''. Per imagery review, the balloon initially inflated from the proximal shoulder and almost reached full inflation before the distal shoulder start to inflate which confirms the customer experience of the balloon ''dog-boning''. The event description also reported the possibility of calcium being present in the implant site, which could influence the degree of balloon inflation profile (e.g. Constrains to distal balloon may cause the proximal shoulder to inflate first). However, due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.